Event description:
It was reported that the pen ndl 32g 4mm 90 CT was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported finding needles clog during injection. Informed of non patient end placement. And to complete flow checks with all injections. Asked consumer to review these pen needle non patient ends they are bent. Awaiting sample. Consumer reported the needle burn when inserting into site. Lets alcohol dry does not reuse. But stated has allergy to nickel. Informed consumer of needle composition. Consumer reported found from this box 2 other pen needles (discarded) with the patient ends bent when removed the needle shields and cover. Lot # 9134782; catalog# 320883; date of event unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned (2) open 4mm, 32g pen needles without the tear drop label. Customer states that the patient end was bent. Both returned pen needles were examined and no bent patient end of the cannula was observed. Customer states that the needle burns when inserting into the injection site. Both returned pen needles were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point: outer diameter (in): lube: sample 1: good, 0.0091, good. Sample 2: good, 0.0091, good. All observations fall within specifications. Customer states that the non patient end of the pen needle is bent. Both returned pen needles were examined and both exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Customer states that the needles clog during the injection. Both returned pen needles were examined and both exhibited a bent non patient end of the cannula. Since the samples were returned with the bent non patient end of the cannula, they cannot be tested for a clogged cannula and this issue cannot be confirmed. Bd was not able to duplicate or confirm the customer¿s indicated failure patient end was bent. Bd was not able to duplicate or confirm the customer¿s indicated failure needles clog during the injection. Bd was not able to duplicate or confirm the customer¿s indicated failure the needle burns when inserting into the injection site. Bd was able to confirm the customer¿s indicated failure non patient end of the pen needle is bent. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm 90 CT was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported finding needles clog during injection. Informed of non patient end placement. And to complete flow checks with all injections. Asked consumer to review these pen needle non patient ends they are bent. Awaiting sample. Consumer reported the needle burn when inserting into site. Lets alcohol dry does not reuse. But stated has allergy to nickel. Informed consumer of needle composition. Consumer reported found from this box 2 other pen needles (discarded) with the patient ends bent when removed the needle shields and cover. Lot #: 9134782; catalog#: 320883. Date of event unknown